Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and did not confirm the reported event of inaccurate bg values.